Event description:
It was reported that the smart handle of the innova 3100-iq fell from the attachment rail onto the operator's foot. An x-ray confirmed that the operator's toe was broken. Medical intervention (analgesic and a splint) was received. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.